Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing, removing the device, separation, removal of foreign body and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosed lesion in the left anterior descending (lad) artery. A 2.5x20mm nc trek balloon dilatation catheter (bdc) was advanced with resistance from the anatomy but reached the lesion to perform dilatation. During removal, the bdc met resistance from the anatomy and the balloon separated from the shaft. The balloon was retrieved from the anatomy using a snare. Due to heavy calcium, the physician did not complete the procedure. No additional information was provided.